Event description:
Procedure type: liver resection. According to the rptr: when the instrument was applied to the hepatic vein, it jammed with the knife blade in complete extension. It was not possible to re-open the instrument. The device was pried off the vein with another instrument. The event did not result in unanticipated blood loss of more than 250cc. There was no unanticipated tissue damage or resection as a result of this event. Operating room time had to be extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).